Event description:
A hospital physician reported that the patient was being discharged from the hospital after having bad seizures. The patient's follow up physician had not seen the patient and had only heard of the event. They prescribed additional seizure medication, but did not have any additional relevant information at the time. No additional relevant information has been received to date.